Event description:
The surgeon informed the sales rep that the tip of the screwdriver got broken during operation. It stuck to the dome plug. The dome plug at this stage had not yet been properly attached to the bottom of the cup. Bolt was used to ensure the fixation. Surgery time was prolonged about 10 minutes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.